Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having chest pain. Upon the impella implant, when the 0.018" guidewire entered the ventricle, the patient went into ventricular fibrillation. The patient was defibrillated successfully and the impella was implanted successfully.

Manufacturer narrative:
The investigation into the vf/vt/af/at (vfib) has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Manufacturer narrative:
D.4 revised model number from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. G.3 date was entered incorrectly on the previously submitted report. The date should of been 20-jun-24. H.2. Correction was inadvertently omitted from the previously submitted report. H.6 code 4114 was reported incorrectly on the initial report submitted. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative on the initial report submitted stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Event description:
Additional information was received. Abiomed received a st-elevation myocardia infarction study that determined that the patient's limb ischemia was possibly related to the impella procedure. An ultrasound revealed total right common femoral artery occlusion and total left proximal left posterior tibial and peroneal artery occlusions.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ f.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-06599 and should not have been. H.6 added code 925 since the initial manufacturer device report number 1220648-2024-06599 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the initial submitted manufacturer device report number 1220648-2024-06599.

Manufacturer narrative:
The investigation into the ventricular fibrillation (vt/vf) issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.